Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. During visual inspection of the photograph, the power injectable tubing was observed to be incomplete and broken. The reported condition was verified. The potential root cause of the event is the sealing station where the bottom and top packaging materials are being sealed together and the packaging operator is not detecting it. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of one-link non-dehp standard bore catheter extension sets appeared to have "been cut in half with in the sealed package". The device was still in the unopened packaging. There was no patient involvement. No additional information is available.